Event description:
Admitted because of obstructive jaundice and found to have gallstones with multiple common duct stones. Attempt was made to extract the common duct stones via an endoscopic retrograde cholangiopancreatogram and this was partially successful. While using the balloon extractor closing down basket, the wires broke off in the handle with the basket still around the stone basket was retrieved using another type of stone crusher. Additional stones remained in the common duct and after surgical consultation an open cholecystectomy was performed.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.